Event description:
It was reported that the programmer generated a "grave problem" error during a patient session. The programmer was rebooted and the patient session was successfully conducted. However, several patients later the problem recurred. Follow-up determined that at that time the programmer was changed out and the patient session successfully completed. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the event was confirmed through error log records and therefore a link electronic module calibration was completed and software reloaded to resolve. Analysis also found the system fan to be intermittently noisy and it was replaced as well. Concomitant product: product ID 229047, software analyzer. (B)(4).